Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient experiencing heat sensation/shock, the patient having another non-curonix device implanted, and the patient experiencing unintended stimulation/new pain in an area that is not targeted for therapy have been ruled out as potential causes. Additionally, the patient did not go through an MRI and the procedure was performed according to the IFU. Other potential causes of the reported issue are migration, incorrect programming parameters, and patient contraindicating conditions. However, the patient has a history of diabetes and neuropathy, which may have contributed to the occurrence. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, mental capacity as they have a history of diabetes and neuropathy (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported numbness in their lower left ankle after a couple days of therapy. Several reprogramming sessions have been performed with zero improvement. Although the physician does not believe migration has occurred, x-rays have not been performed recently to confirm device positioning. The patient will follow up with their physician for an assessment as well as acquire new radiographic images of the implant.

Manufacturer narrative:
Curonix's chief medical officer obtained MRI and x-ray images of device placement as well as reviewed the patient's medical history and communicated with the patient and implanting clinician etc. The full details of the investigation and the outcome provided with the supplemental MDR report (3010676138-2023-00212) are detailed below. The patient has diabetic peripheral neuropathy causing numbness in both feet as well as electrical shooting pain in the feet. He underwent a spinal cord stimulator (scs) trial, which resolved the shooting pain as well as the "uncomfortable sensation around the numbness." At that time, he had numbness only in his feet and he did not report any increase in numbness during the trial period. He was noted to have an improved gait during the trial. The symptoms returned quickly after the stimulator trial leads were removed. The patient was implanted with two spinal cord stimulators on august 8, 2023. He was too large for a standard belt but was provided with two curonix wearable's. He used the stimulator for several days, and again noted a resolution of the shooting pain. However, the patient reported to the director of marketing that after two to three days, he mentioned an increased sense of "wobbliness" and numbness that extended up to the mid-calf. He stopped using the system, and the increased sense of "wobbliness" resolved after 2-3 days. The following two weeks, the patient did not use the system and continued to experience numbness to the mid-calf. By november of 2023, he had still not been evaluated by the implanting physician, though he was reprogrammed several times by curonix distributor staff while the implanting clinician was present. New x-rays and MRI images were requested to evaluate device locations since initial implant, and the implanting clinician was requested to examine the patient; however, the implanting clinician was unresponsive and did not follow up with the patient. Review of the new imaging showed one lead is in an anterior position in the epidural space. Review of the or images confirmed the anterior placement at the time of implantation and showed no migration of the stimulators when compared to the new images. One of our senior staff members with substantial product experience flew to meet with the patient in the implanting physician's office on december 4th. Despite the claims the patient made regarding "never having received a belt," he was holding the curonix torso wearable accessory provided at the time of implantation. At that time, the staff member noted that the transmitter assembly was not placed in the wearable accessory appropriately. It was also clear that the implanting physician had never told the patient that one of the neurostimulators was implanted in a position that could be predicted to be ineffective and to potentially cause or contribute to his reported symptoms. The patient was fitted with a different torso wearable accessory, which he found to be comfortable. The transmitter assembly program was optimized to inactivate the inappropriately placed neurostimulator, and the patient was provided with multiple new therapy programs that did not present the previously reported symptoms while he was at the office. In conclusion, the investigation confirmed that the patient was given a curonix wearable accessory, but he was using it incorrectly. The implanting clinician placed one of the stimulators in an inappropriate position. The system was confirmed to be functioning appropriately, and the patient's symptoms appear to be directly due to the inappropriate implant location of one of the two neurostimulators. The stimulator is used to treat pain. The cause of the reported issue is due to improper surgical technique as the device was implanted anterior in the epidural space (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported numbness in their lower left ankle after a couple days of therapy. Several reprogramming sessions have been performed with zero improvement. Although the physician does not believe migration has occurred, x-rays have not been performed recently to confirm device positioning. The patient will follow up with their physician for an assessment as well as acquire new radiographic images of the implant. The patient underwent an MRI procedure and will follow up with their physician to review the results however, a date has not been set. Further information is not available at this time.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient experiencing heat sensation/shock, the patient having another non-curonix device implanted, and the patient experiencing unintended stimulation/new pain in an area that is not targeted for therapy have been ruled out as potential causes. Additionally, the patient did not go through an MRI and the procedure was performed according to the IFU. Other potential causes of the reported issue are migration, incorrect programming parameters, and patient contraindicating conditions. However, the patient has a history of diabetes and neuropathy, which may have contributed to the occurrence. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, mental capacity as they have a history of diabetes and neuropathy (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported numbness in their lower left ankle after a couple days of therapy. Several reprogramming sessions have been performed with zero improvement. Although the physician does not believe migration has occurred, x-rays have not been performed recently to confirm device positioning. The patient will follow up with their physician for an assessment as well as acquire new radiographic images of the implant. The patient underwent an MRI procedure and will follow up with their physician to review the results however, a date has not been set. Further information is not available at this time.